Manufacturer narrative:
Based on the product evaluation the customer reported event was unable to be confirmed. Nevertheless, the error message of incompatible sensor was displayed on workshop ev1000 monitor. Based on further engineering investigation regarding the failure found, cause could be traced to manufacturing process. Flotrac screening inspection is performed to the units as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One flotrac kit was received by our product evaluation laboratory for a full examination. The report of large margin of error on the values was unable to be confirmed. Error message of incompatible sensor was displayed on workshop ev1000 monitor. Flotrac sensor did not zero nor sense pressure on workshop ev1000 monitor. No visible damage or abnormality was observed from entire unit. Electrical testing showed that input impedance and output impedance were within specifications. Zero-offset also met specification. No visible damage was found from flotrac cable connector, cable, solder joints and sensor chip of flotrac unit. Dpt sensor zeroed and sensed pressure accurately on workshop pressure monitor. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met, and inspections passed successfully. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this flotrac sensor, there was a large margin of error on the values. The user could not provide further information as they had no records of the event. There was no allegation of patient injury. The product was available for evaluation. Patient demographics requested but not available.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.